Manufacturer narrative:
(B)(4).

Event description:
It was reported after puncture of the skin, air bubbles were aspirated with the nacl 0.9% filled syringe. After puncturing the subclavian vein, the plastic cone of the cannula separated directly from the metal cannula when the syringe was removed from the cone and remained attached to the syringe cone. The placement of the wire by seldinger technique was carried out without any problems and the catheter was completed normally. No patient harm reported. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4). The customer returned an introducer needle for evaluation. Visual analysis revealed that the needle hub was broken and separated. A portion of the distal end of the hub was still adhered to the needle cannula. Microscopic examination revealed that the point of separation was slightly rough and uniform. The needle cannula outer diameter measured 0.0502" which is within the specification limits of 0.0495-0.0505" per the cannula graphic. The inner diameter of the hub measured .059" which is within the specification limits of .0585"-.0605" per the hub graphic. The hub of the needle was tested with the male luer gage and was within the specified range. This indicates that the luer conforms to iso 594-1:1986. A device history record review was performed, and the following potentially relevant findings were identified: for part number k-04300-019c, batch 14p21c0018, a non-conformance was initiated regarding a needle hub broken and separated in use. The IFU provided with this kit states: "do not attempt to remove needles that have been placed into sharpsaway ii locking disposal cup. These needles are secured in place. Damage may occur to needles if they are forced out of disposal cup." The report of a separated needle hub was confirmed by complaint investigation of the returned sample. Visual examination revealed the hub was partially separated. A device history record review was performed , and the following potentially relevant findings were identified: based on the sample provided, design caused or contributed to this event. Further investigation of this issue is being performed under a CAPA. Teleflex will continue to monitor and trend for complaints of this nature.

Event description:
It was reported after puncture of the skin, air bubbles were aspirated with the nacl 0.9% filled syringe. After puncturing the subclavian vein, the plastic cone of the cannula separated directly from the metal cannula when the syringe was removed from the cone and remained attached to the syringe cone. The placement of the wire by seldinger technique was carried out without any problems and the catheter was completed normally. No patient harm reported. The patient's condition is reported as fine.